Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the stent delivery system. The stent was damaged along it's entire length. There were also kinks identified along the entire length of the hypotube shaft. Mandrel resistance was encountered due to the presence of solidified blood within the lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Using the femoral approach, the procedure treated the 95% stenosed, 4x32mm de novo and concentric lesion located in the mildly calcified and mildly tortuous mid right coronary artery (rca). The lesion was pre-dilated with a 3.0x20mm unspecified balloon reducing stenosis to 50%. A 4.0x32mm promus element was then advanced and repeated maneuvers were made to cross the lesion. At this time, it was noted that the stent dislodged from the balloon with 1cm remaining on the balloon at the front. While pulling the stent back into the guide catheter at the origin of the rca, it got caught on the guide catheter. The stent was able to be crushed at the distal end of the guide catheter and successfully removed from the patient. The procedure was successfully completed with a 4.0x32mm promus element. No patient complications were reported. This product is only ous approved but it is similar to a marketed us device.